Event description:
It was reported that the safety button was not attached. During a mapping procedure in the left atrium the physician was unable to undeploy the intellamap orion mapping catheter. The bsc mapping specialist recognized that the safety button was popped out. After pushing the button back in the physician was able to undeploy the basket. This issue occurred 3 times and each time they pushed the button back in. The physician also noted that the ability to get the catheter into the right inferior pulmonary vein was quite difficult. The physician completed the procedure with this device. No patient complications were reported and the patient¿s status was fine.

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination identified the safety button detached. The device passe the deployment/un-deployment test. The handle was opened and the safety button was found completely detached. There is evidence of adhesive in two points inside the component, however it is broken. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that the safety button was not attached. During a mapping procedure in the left atrium the physician was unable to undeploy the intellamap orion mapping catheter. The bsc mapping specialist recognized that the safety button was popped out. After pushing the button back in the physician was able to undeploy the basket. This issue occurred 3 times and each time they pushed the button back in. The physician also noted that the ability to get the catheter into the right inferior pulmonary vein was quite difficult. The physician completed the procedure with this device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).